Event description:
It was reported that at 13,000 joules while using the surgical fiber during a prostate procedure, no power/no output was observed at either the 80 watt or the 120 watt laser setting. The procedure was completed using a second fiber. Outcome: "ok no harm to patient."

Manufacturer narrative:
The fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The glass cap exhibited sever devitrification at the output window. The metal cap exhibits moderate char. The outer flow tubing exhibits mild contamination, likely biologic. The outer flow tubing exhibits scratch marks at the open end. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.